Manufacturer narrative:
The customer reported that the mu-1 leak tester tube was not staying connected to the mu-1. The customer was advised to swap out the mb-155 leakage tester tube to see if the issue persisted. During troubleshooting, tac informed the customer the unit was still serviceable and the customer stated he will be placing an order to replace the leak tester. Tac was later informed the mu-1 vibrates too much because the feet are worn. The customer requested the part number for the mu-1 bracket. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer contacted olympus technical assistance center (tac) and upon troubleshooting, the customer reported the power switch was broken and the metal parts of the power circuit were exposed. There was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 18-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the approved final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.